Event description:
The customer reported that the buttons on the front weren't working. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the buttons on the front weren't working. No pt involvement was reported. A philips fse evaluated the device and verified the failure. The keypad/bexel assembly was replaced to resolve the issue. The device remains at the customer's site.